Event description:
Litigation papers allege: bilateral patient was implanted with a depuy asr hip implant on his left side on or about (B)(6), 2005, and on his right side on or about (B)(6), 2006. Patient has experienced severe pain, which negatively affected his ability to walk, move and sleep, and affected his daily living; elevated metal levels in the blood. Patient had the right asr hip implant explanted on (B)(6), 2009. There is not mention of revision surgery on the left side.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.